Manufacturer narrative:
Internal file number - (B)(4). All available information was investigated and the reported gripper actuation issue was not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine a conclusive cause for the reported gripper actuation issue. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. The additional mitraclip device referenced is being filed under a separate medwatch report.

Event description:
This is filed to report gripper actuation. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. It was noted that the posterior leaflet was short and the leaflets were thin and friable. The first clip was successfully deployed in the medial position. Next, the xtr clip delivery system (cds 81112u118) was advanced to the mitral valve; however, the gripper arms could not be lowered. The clip was not implanted and the xtr cds was removed. An xtr clip was then deployed in the a2/p2 and an ntr clip (81107u155) was deployed in the lateral position to further reduce mr. After deployment, the third clip detached from the posterior leaflet, and remained attached to the anterior leaflet (single leaflet device attachment/slda). In the physicians opinion, the slda was due to the short, thin and friable leaflets. Additional treatment will be scheduled at a later date. Three clips implanted, reducing mr to 3-4. No additional information was provided.